Event description:
This case was reported by a consumer and described the occurrence of bone disorder in a (B)(6) female patient who received double salt denture cleanser (B)(4) (polident dentu creme toothpaste) over a period of 20 years for dentures. A physician or other health care professional has not verified this report. On an unk date, the patient started double salt denture cleanser (B)(4) (dental). Approximately 20 years after starting double salt denture cleanser (B)(4), the patient experienced bone disorder and multiple sclerosis. This case was assessed as medically serious by gsk. Treatment with double salt denture cleanser (B)(4) was continued. At the time of reporting, the events were unresolved. (B)(4). Polident dentu creme denture toothpaste is manufactured in (B)(4) in the united states of america and neither the product nor lot number for this product is available. (B)(4).